Manufacturer narrative:
Medical device: model number: 72400098, lot number: 1000182973, model description: control pump fgs. Model number: 72400024, lot number: 1000160942, model description: balloon fgs 61-70 cm.

Event description:
It was reported that the artificial urinary sphincter (aus) is going to be replaced due to a mechanical failure. Following the original implant of the device the patient followed all instructions and care. The device was activated on (B)(6) 2019. A week after use of the pump it was "not possible to capture the device." The patient did not present with any complications following the procedure. A new aus device will be implanted due to the mechanical failure. Boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.